Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance measurements of greater than 200 ohms. The lead was surgically abandoned and replaced with a new rv lead. No additional adverse patient effects were reported.